Event description:
It was reported that the cartridge was damaged, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.